Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedsides, thecentral station displayed a blue screen and crashed. No patientinjury was reported.

Manufacturer narrative:
The company service representative replaced the central station tower and returned it to the factory for further analysis. Manufacturing subsequently, replaced the full disclosure hard drive in the returned tower. The site continues to use the replacement tower.